Manufacturer narrative:
Philips service replaced the fuse and restored the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system was down due to a blown fuse in the power board on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.